Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow-up report.

Event description:
The patient was implanted four years ago. Six weeks after activation, she began having problems with tinnitus. At the beginning, it was moderate, coming and going, lasting roughly two hours at a time. Over time, the tinnitus became permanent. The patient was upset by the development and has recently developed problems sleeping as a result of her tinnitus. Her surgeon and regular physician told her that there is nothing they can do for her. She tried sleeping medication and anti-depressants. Currently, she needs to wear an appliance to prevent her from grinding her teeth at night, in addition she suffers from headaches and has tried seeing a neurologist.